Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the product damage was user handling. Defects of instrument channel occurred during puncture needle insertion. Defects of whole distal end, cover, forceps elevator, caused a gap of adhesive on the distal end allowing a stain to enter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopic ultrasound with fine needle aspiration (fna), the fna was unable to be passed. When the scope was laying perfectly straight, the user was able to pass a biopsy forceps, but the scope was looped in the duodenum in order to visualize the pancreatic cyst. When the user looped the scope, the scope elevator did not open fully. The scope was switched out for a similar device and the procedure was completed with no delay noted. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of defects of instrument channel during puncture needle insertion was confirmed. Also, the distal end of the device was missing ke45 forceps cover. Additionally, the evaluation revealed the following findings: leaking under the upward/downward knob, adhesive on bending section cover had a crack, forceps passage had minor scratches and black spots, control body user bar code was dry, and the control knob upward/downward movement had low/reduced tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.